Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 12-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergic to nickel") and device breakage ("part of it is in womb/fragment in my womb") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), skin disorder ("skin problems"), feeling abnormal ("brain fog"), abdominal distension ("bloating"), premenstrual syndrome ("pmt issues"), alopecia ("hair loss"), hair growth abnormal ("excess hair grow th everywhere else") and tooth disorder ("teeth problems"). The patient was treated with surgery (hysterectomy will be done and salpingectomy). At the time of the report, the allergy to metals, device breakage, skin disorder, feeling abnormal, abdominal distension, premenstrual syndrome, alopecia, hair growth abnormal and tooth disorder outcome was unknown. The reporter provided no causality assessment for abdominal distension, allergy to metals, alopecia, device breakage, feeling abnormal, hair growth abnormal, premenstrual syndrome, skin disorder and tooth disorder with essure. The reporter commented: part of essure is in her womb and the rest was sent to pathology at the hospital. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4) on 12-dec-2018. The most recent information was received on 05-apr-2019. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergic to nickel") and device breakage ("part of it is in womb/ fragment in my womb") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), skin disorder ("skin problems"), feeling abnormal ("brain fog"), abdominal distension ("bloating"), premenstrual syndrome ("pmt issues"), alopecia ("hair loss"), hair growth abnormal ("excess hair grow th everyw here else") and tooth disorder ("teeth problems"). The patient was treated with surgery (hysterectomy will be done and salpingectomy). At the time of the report, the allergy to metals, device breakage, skin disorder, feeling abnormal, abdominal distension, premenstrual syndrome, alopecia, hair growth abnormal and tooth disorder outcome was unknown. The reporter provided no causality assessment for abdominal distension, allergy to metals, alopecia, device breakage, feeling abnormal, hair growth abnormal, premenstrual syndrome, skin disorder and tooth disorder with essure. The reporter commented: part of essure is in her womb and the rest was sent to pathology at the hospital. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-apr-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority mhra (reference number: (B)(4) on 12-dec-2018. The most recent information was received on 31-oct-2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of allergy to metals ("allergic to nickel") and device breakage ("part of it is in womb/ fragment in my womb") in a female patient who had essure inserted for contraception. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2014, the patient had essure inserted. An unknown time later she experienced allergy to metals (seriousness criteria medically important and intervention required), device breakage (seriousness criteria medically important and intervention required), skin disorder ("skin problems/ skin started flaring up"), feeling abnormal ("brain fog"), abdominal distension ("bloating"), premenstrual syndrome ("pmt issues"), alopecia ("hair loss"), hair growth abnormal ("excess hair grow th everyw here else"), tooth disorder ("teeth problems") and night sweats ("night sweats"). The patient was treated with surgery (salpingectomy in (B)(6) and hysterectomy). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, allergy to metals, alopecia, device breakage, feeling abnormal, hair growth abnormal, night sweats, premenstrual syndrome, skin disorder and tooth disorder to be related to essure administration. The reporter commented: part of essure is in her womb and the rest was sent to pathology at the hospital fallopian tubes removed in (B)(6) and underwent a hysterectomy on friday. Badly affected my life - I'll be glad to see the back of it all. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 31-oct-2022: lawyer reporter added. Event night sweats added. Reporter causality comment added. Product start date added. Reporter causality for all events updated to related. Action taken with drug added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.